Event description:
It was reported that a caregiver sought guidance on meal announcements after previously labeling snacks by the nearest mealtime rather than by carbohydrate content, which resulted in incorrect meal type selections on the device. No reported symptoms. Outcomes included none. Investigation included customer education and troubleshooting on proper meal announcement workflow, emphasizing selecting the meal category that best matches the carbohydrate amount rather than the clock time. Investigation of this case revealed user misunderstanding of meal announcement functionality and confirmed that device performance was consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect meal categorization and that education resolved the issue.